Event description:
During a biopsy procedure the driver would not cut the tissue samples. The driver was tested multiple times, trying to manipulate the cables and the problem could not be duplicated. The in-house biomed checked the driver out and it appeared that the motor wasn't turning in the driver. The biopsy procedure was stopped, and the pt was arescheduled for a procedure two weeks later. The driver was sent in for service and repair.